Event description:
During a ptca treatment procedure involving a calcified lesion in the rca, the nc viva balloon ruptured at 14 atms on the initial inflation. It is noted that the nc viva balloon was used to dilate, but not to deliver a stent; and that it was placed through the cell of a stent to reach the lesion requiring treatment. The pt was asymptomatic during this event. The sizes and types of introducer sheath and inflation device used are unknown. A pt graphix guidewire and a 7f wiseguide guide catheter were used. The nc viva balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.